Event description:
It was reported that when using the bd pyxis¿ es server, unable to see and pull medication (cefazolin) from cerner to station for two different operations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication. A technical support specialist (tss) noted that modifications had been made to order 6345, including updates to the stop time prior to the order being discontinued, which could have affected availability at the time dispensing was attempted. The customer indicated that the ordering provider may have needed to adjust the date range or end date to ensure the order was available for the user during the procedure for dispensing from the station. The customer advised that outreach would be made to the ordering provider, stated that the information was helpful for pharmacy review, and requested that the case be closed. The system functioned as intended after the technical support specialist investigated the issue.